Manufacturer narrative:
This is ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received after a review of the patient's medical chart identified the patients entire system was electively explanted on (B)(6) 2011, to pursue other treatment options.

Event description:
It was reported, the patient alleges the following issues: the patient experienced pain and/or burning at the implant site. "The implant felt as if it was overheating". Per a legal preservation notice, this patient was explanted but the date is unknown. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on 07/30/2014, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant.